Event description:
A lawyer reported a surgeon observed microfilaments entering the eye while inserting an intraocular lens implant. The particulates were removed at the time of the initial procedure. No pt harm or injury was reported. Additional info has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).